Event description:
Intraocular lens implanted into eye as per procedure/protocol. Haptic caught on injector, cartridge portion of lens & haptic broke. Remaining lens needed to be retrieved from eye. Replacement lens then inserted.